Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 316 mg/dl. The customer stated that she tested her blood sugar and it did not send data to her pump. The customer stated that she pushed the act and escape button and it read button error. Customer was advised to discontinue use of the device and to revert to a backup plan.